Event description:
After weight loss, the patient presented to the physician with pain at the chest incision site and jaw pain. Physician brought the patient into the or and explanted the entire inspire system. This resolved the issue.